Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. Performance indicators (qc, calibration, system check) for the system in question were acceptable at and around the time of this event. The fse dispatched to the customer site did not identify any hardware malfunction. There is no evidence that the access accutni+3 was returned for evaluation. In conclusion, a definitive cause for this event could not be determined. Not returned to manufacturer.

Event description:
The customer reported that non-reproducible elevated troponin I (access accutni+3) results had been generated for two patients on the laboratory's access2 immunoassay system (serial number (B)(4)). The customer indicated that the results were not released from the laboratory and that no change to patient treatment had occurred as consequence. The customer reported that the samples were collected in a lithium heparin gel separator tube which was centrifuged at an undisclosed speed for three minutes in a statspin express 4. Performance indicators (quality control, calibration, system check) for the system in question were acceptable prior to and after the event. A beckman coulter fse (field service engineer) was dispatched to the customer site to evaluate the system. This MDR concerns the results generated (B)(6) 2016 for patient 1 and MDR 2122870-2016-00470 concerns the results generated (B)(6) 2016 for patient 2.